Event description:
It was reported that the patient presented to the clinic for a lead revision procedure due to a chronic lead issue. It was noted that the right ventricular lead exhibited high capture threshold and under sensing. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.